Manufacturer narrative:
The accounts engineer isolated the issue to the nurse control circuit board. He replaced the circuit board to repair the bed.

Event description:
The complainant stated that the bed hi/low down function will always lower when no switch is pressed.